Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) reports, patient status post right triathlon knee is now infected after patient came back from a foreign country. Dr. (B)(6) decided to remove the implants and perform a two stage revision. The implants were carefully removed using osteotomes. A antibiotic cement spacer was placed and the surgical site closed.